Event description:
The patient presented emergently with back and abdominal pain. Currently, there is disease progression with aortic neck dilatation, there is no aortic neck length, and is severely angulated. The CT demonstrated that there was stent graft migration, with a type I endoleak and a ruptured 9 mm abdominal aortic aneurysm. The CT revealed that the stent graft has migrated 2 cm to 3 cm distally with a proximal type 1 endoleak. As previously reported there was a type 1 endoleak noted, but the patient refused follow-up. It was reported that the physician implanted an aneurx aortic cuff and a 32 mm endurant were and the migration, endoleak and rupture were resolved. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received for this case. It was reported that there was disease progression with iliac limb dilatation resulting in a distal type I endoleak. The physician implanted an etew1313c82e resolving the type ib endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 months ago. Aneurysm morphology was not reported and this patient was not a good surgical candidate. It was reported that at the 6 month follow-up there was a type 1 or type 3 endoleak seen. The aortic neck had dilated to 36 mm proximally and is narrow distally. Further evaluation with an angiogram was planned; however, the patient cancelled the appointment and is currently refusing treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
Patient is refusing treatment. Evaluation results: endoleak, not a good surgical candidate, dilated aortic neck. Conclusion: not a good surgical candidate, dilated aortic neck.

Manufacturer narrative:
(B)(4): evaluation results: patient's condition affected effectiveness of device (disease progression with iliac limb dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression with iliac limb dilatation).